Event description:
The pt claimed they were burned when using djo supplied electrodes with a non djo electrostimulator. The seriousness of the burn was not provided and no medical intervention was required. End user was using djo dura-stick ii electrodes with a non djo electrostimulator device. As this device was not returned to djo the functional condition is unk. Unused electrodes were returned to djo and evaluated and found to be fully operational. As djo cannot conclusively determine if the cause of the reported event is due to the non djo electrostimulator this event is being reported.

Manufacturer narrative:
Add'l data: actual electrodes used during the event were not returned for eval. Unused electrodes from same package were returned and evaluated with no issues found. Corrected data: report originally issued and submitted with incomplete MFR report number 1022819-2011-00009. MFR report number corrected to 1022819-2011-00011 as shown.